Event description:
It was reported that the bottom jaw of the upbiting micropituitary was broken off during surgery. The surgeon had to retrieve the broken piece from the spinal canal. The fragment was removed and there were no pt complications.

Manufacturer narrative:
Device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.